Manufacturer narrative:
(B)(4).

Event description:
This patient fell a few times, which caused the lead to dislodge. The physician felt it would be best to implant a new lead rather than reusing this one.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, 24.5 cm and 27.5 cm distal to the connector pin, cuts in the insulation were found which presumably occurred during the surgery. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the dislodgement. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason, we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.